Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set steel needle bent after removing. This event occurred on (B)(6)2024. Infusion set had been used for one day. Patient also experienced pain at insertion (B)(4). Site. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.